Event description:
It was reported that this right ventricular (rv) lead has gradually increase shock impedance measurements, and has reached the out of range measurement of 130 ohms. Technical services (ts) was consulted and recommended evaluation options. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has gradually increase shock impedance measurements, and has reached the out of range measurement of 130 ohms. Technical services (ts) was consulted and recommended evaluation options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and a commanded shock was performed, within range measurements were obtained. This rv lead remains in service. No additional adverse patient effects were reported.